Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture through device testing. An x-ray was performed and no dislodgement or fracture was confirmed. The physician felt the patient no longer needed a cardiac resynchronization therapy defibrillator (crt-d) system. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture through device testing. An x-ray was performed and no dislodgement or fracture was confirmed. The physician felt the patient no longer needed a cardiac resynchronization therapy defibrillator (crt-d) system. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.